Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) canada alleging that he was experiencing a battery indicator issue with his one touch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "3 to 4 days ago" prior to contacting lfs. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue, it is unknown if he made any changes to his usual diabetes management routine. The patient claimed on an unknown day and time after the alleged issue started he felt weak, with numb feet and blurry eyes. He denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that there was no information of misuse and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.